Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic representative reported via email that the customer was bleeding during the replacement of the sensor. Customer continued to bleed underneath their clothes until the sensor was removed and replaced again. The customer was advised that the device would be replaced and agreed to return the product for analysis.